Manufacturer narrative:
(B)(6). Complaint conclusion: it was reported that a 6f non cordis sheath and a 6/7f mynxgrip vascular closure devices were used on bilateral groin accesses. Suspected retroperitoneal bleed. Sites were soft and dry after deployment but patient's blood pressure (bp) dropped significantly after moving her off procedure table. Manual compression was applied and bp went back up and was stabilized. T there were no multiple sticks and the stick location was high. Patient had a CT scan after case last week. The patient blood pressure is unknown. The patient was moved from procedure table to bed following the procedure, at that time patient¿s bp was observed to be falling, which led to suspicion of rp bleed, later confirmed by CT.  Diagnosis was bilateral rp hematoma's with no active bleeding. Patient was admitted to ICU for observation/recovery and was expected to be there for 3-5 days. Patient was given heparin. Act was not taken. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1705802 presented no issues during the manufacturing process that can be related to the reported event.   Without the return of the device for analysis, the reported event could not be confirmed.  Given the limited information available for review, a relation between the device and the event could not be determined. Per the instructions for use ¿retroperitoneal bleeding¿ is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device.   Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that a 6f non cordis sheath and a 6/7f mynxgrip vascular closure devices were used on bilateral groin accesses. Suspected retroperitoneal bleed. Sites were soft and dry after deployment but patient's blood pressure (bp) dropped significantly after moving her off procedure table. Manual compression was applied and bp went back up and was stabilized. The product is not available for return. There were no multiple sticks and the stick location was high. Patient had a CT scan after case last week. The patient blood pressure is unknown. The patient was moved from procedure table to bed following the procedure, at that time patient¿s bp was observed to be falling, which led to suspicion of rp bleed, later confirmed by CT.  Diagnosis was bilateral rp hematoma's with no active bleeding. Patient was admitted to ICU for observation/recovery and was expected to be there for 3-5 days. Patient was given heparin. Act was not taken.